Manufacturer narrative:
The device history records were reviewed and there were no unusual findings related to the reported incident. The service engineer was onsite to examine the laser system. During the service visit, the gantry was replaced and is in the process of being returned to the MFR for analysis. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that when the system power is off, there was downward movement of the gantry. There was no pt involved.